Event description:
Needle was injected into the body of the patient, but they are not sure if the patient received full medication or any medication at all. [Incorrect dose administered] the needle got clogged and the medication fell out between the needle and the hub [needle issue], no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events incorrect dose administered, needle issue and no adverse event in a 29-year-old female patient (race not reported) from the united states. The patient's age at the time of experience was 29 years. On (B)(6) 2025, amneal pharmaceuticals received information from the nurse via a telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6) 2025, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe intramuscular use (strength, frequency not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On (B)(6) 2025, patient came to the clinic for administration with the medication that she purchased from pharmacy and while administering the medication, the needle got clogged and the medication fell out between the needle and the hub, needle was injected into the body of the patient, but they were not sure if the patient received full medication or any medication at all. Further it was inquired that if the patient can be given the next dose which she might have missed before 90 days. Last action taken with medroxyprogesterone acetate to incorrect dose administered, needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered, needle issue and no adverse event was unknown. The reporter causality for the events of incorrect dose administered, needle issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. Significant follow-up (#1) information was received on 30-jan-2025. Follow-up information was received from the nurse via a telephonic call on (B)(6) 2025. Additional information included suspect product details (lot number and expiry date) were added. On (B)(6) 2025, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe intramuscular use (lot number: 240155 and expiry date: 31-may-2026) (strength, dose, frequency not reported) for an unknown indication. Last action taken with medroxyprogesterone acetate to incorrect dose administered, needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered, needle issue and no adverse event was unknown. The reporter did not provide the causality for events incorrect dose administered, needle issue and no adverse event. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 11-apr-2025. New information received includes qa investigation report, attached with this case. During the investigation it is confirmed that: aseptic filling and visual inspection processes of batch 240155 were conforming. No record found in relation to the problem statement. Dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically cclt, container content, gliding force and break loose) reviewed with compliant results apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240155 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate to incorrect dose administered, needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered, needle issue and no adverse event was unknown. The reporter did not provide the causality for events incorrect dose administered, needle issue and no adverse event. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Needle was injected into the body of the patient, but they are not sure if the patient received full medication or any medication at all. [Incorrect dose administered], the needle got clogged and the medication fell out between the needle and the hub [needle issue], no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events incorrect dose administered, needle issue and no adverse event in a 29-year-old female patient (race not reported) from the united states. The patient's age at the time of experience was 29 years. On 22-jan-2025, amneal pharmaceuticals received information from the nurse via a telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6) 2025, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe intramuscular use (strength, frequency not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On (B)(6) 2025, patient came to the clinic for administration with the medication that she purchased from pharmacy and while administering the medication, the needle got clogged and the medication fell out between the needle and the hub, needle was injected into the body of the patient, but they were not sure if the patient received full medication or any medication at all. Further it was inquired that if the patient can be given the next dose which she might have missed before 90 days. Last action taken with medroxyprogesterone acetate to incorrect dose administered, needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered, needle issue and no adverse event was unknown. The reporter causality for the events of incorrect dose administered, needle issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. Significant follow-up (#1) information was received on 30-jan-2025. Follow-up information was received from the nurse via a telephonic call on 30-jan-2025. Additional information included suspect product details (lot number and expiry date) were added. On (B)(6) 2025, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe intramuscular use (lot number: 240155 and expiry date: 31-may-2026) (strength, dose, frequency not reported) for an unknown indication. Last action taken with medroxyprogesterone acetate to incorrect dose administered, needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered, needle issue and no adverse event was unknown. The reporter did not provide the causality for events incorrect dose administered, needle issue and no adverse event. This case was considered as serious. The reportability of this case was expedited.

Event description:
Needle was injected into the body of the patient, but they are not sure if the patient received full medication or any medication at all. [Incorrect dose administered]. The needle got clogged and the medication fell out between the needle and the hub [needle issue], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events incorrect dose administered, needle issue and no adverse event in a 29-year-old female patient (race not reported) from the united states. The patient's age at the time of experience was 29 years. On (B)(6) 2025, amneal pharmaceuticals received information from the nurse via a telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6) 2025, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe intramuscular use (strength, frequency not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On (B)(6) 2025, patient came to the clinic for administration with the medication that she purchased from pharmacy and while administering the medication, the needle got clogged and the medication fell out between the needle and the hub, needle was injected into the body of the patient, but they were not sure if the patient received full medication or any medication at all. Further it was inquired that if the patient can be given the next dose which she might have missed before 90 days. Last action taken with medroxyprogesterone acetate to incorrect dose administered, needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered, needle issue and no adverse event was unknown. The reporter causality for the events of incorrect dose administered, needle issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited.